Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported a catheter event occurred and was confirmed. It was noted that the patient was having elective back surgery and the surgeon accidentally cut the catheter. It was stated that they want to shut the pump off and wanted the pump off authorization form. The manufacturer representative had no further information. It was discussed catheter revision and programming pump to minimum rate mode. The rep was to follow up with hcp. No symptoms reported. Event date was (B)(6) 2017. Additional information received from manufacturer representative on 2017-jul-28 reported the pump was programmed to minimum rate. At a later date the catheter will be replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported a healthcare professional reported the event to the rep. The patient's identifying information was provided. The pump serial (B)(4) and the catheter serial (B)(4). The healthcare professional (hcp) who did the back surgery was provided. It was noted as previously reported that the patient's pump was on minimum rate and the catheter will be replaced on a later date (to be determined). The indications for use were non-malignant pain and failed back surgery syndrome. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-jul-31 from a healthcare professional (hcp) reported on the last office visit the patient's weight was (B)(6) pounds on (B)(6) 2017. The catheter will not be returned for analysis once explanted. It was noted that the date for the catheter explant has not been scheduled. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had back surgery on 18-jul-2017. The healthcare provider was not aware of the patient having any withdrawal symptoms. The pump was programmed to min rate on (B)(6) 2017. The patient was in the hospital because of the back surgery. No further complications were reported.